Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device's active blade broke outside of the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4), concomitant medical products:architect i2000 analyzer, list # 8c89-01, (B) (4).evaluation: no method, results or conclusions can be made at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed architect i2000 analyzer error code 1007 (unable to process test, activated read failure) messages one or two times a day across several assays when reaction vessel (rv) lot 71558p100 was in use. The customer stated when the samples were re-run, the results were ok. The customer was sent a replacement lot of rvs and the issue was resolved. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Architect i2000 analyzer, list # 8c89-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.